Event description:
It was reported to boston scientific corporation that a advanix' biliary stent was used in the common bile duct of a male patient (patient age and weight are unknown). During a stent removal procedure, the advanix' biliary stent tore at the flange as it was being removed with a snare from the common bile duct. The removal procedure was successfully completed with no reported patient complications. The patient was reported to be in fine condition after the procedure. An error has been identified in the initial report.

Event description:
It was reported to boston scientific corporation that a advanix' biliary stent was used in the common bile duct of a male patient (patient age and weight are unknown). During a stent removal procedure, the advanix' biliary stent tore at the flange as it was being removed with a snare from the common bile duct. The removal procedure was successfully completed with no reported patient complications. The patient was reported to be in fine condition after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant was unable to provide the suspect device upn and lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical rending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.